Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant multiple chemistry results generated by unicel dxc 800 pro synchron chemistry analyzer for one patient. The results were reported out of the laboratory and were questioned by the physician. Subsequent testing on the same and a redrawn sample from the patient produced higher results that agreed with each other. There was no effect to patient or user.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. Samples tested prior to and after the event were checked but no other samples were questioned. Other tests performed on another instrument for this sample also produced discrepant results upon rerun. A bci field service engineer (fse) inspected the instrument and performed a precision run. The results were within the specifications. The customer believes this was a sample-specific event. A definitive root cause for this event has not been determined to date.